Manufacturer narrative:
Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The nurse reported redness and pain to the edge of the patient's periwound within 24 hours of applying the aquacel foam dressing over her sacral wound. It was reported that prior to covering the wound with the aquacel foam dressing another non-convatec product was applied to the wound bed. The dressing was being changed daily due to the patient having constant diarrhea. It was reported that they were not able to get the dressing to stay in place without the wound becoming contaminated with stool for more than 24 hours. Prior to using the aquacel foam dressing, they were applying the same non-convatec product to the wound bed, followed by versiva xc sacral dressing, and changing it every 2 days without any redness or pain noted. It was reported that the wound is draining a small amount. Discontinuation of aquacel foam dressing was discussed.